Manufacturer narrative:
The impella device was not received from the customer as it is still supporting the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The patient experienced leg ischemia. There was no flow past the impella sheath. A femorofemoral bypass was performed. The patient's pulse recovered. The physician considered escalating the patient to an impella 5.5 or axillary impella placement.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Limb ischemia: "limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: patients pre-morbid condition and peri-procedural condition. Any concomitant medication. Vascular size or variations thereof. Detailed description of the symptoms experienced by the patient. Physical examination findings, including pulse assessment and visual examination of the affected limb. Diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography. Laboratory test results, including blood tests for markers of inflammation or clotting disorders. Any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension. Patient's response to previous treatments or interventions for vascular conditions. With a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined." B2 revised to reflect the patient's outcome of death. B5 revised to reflect the patient outcome of death. D6b explant date added. H1 revised to death. H6 health effect - impact code 1802 added to reflect patient outcome.

Event description:
It was further reported that care was withdrawn and the patient expired seven minutes after explant. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.